Manufacturer narrative:
After image evaluation review, the pascal ace device remained engaged on the implant catheter (ic) attachment finger (af) after attempted detachment on both procedural tee and fluoroscopy. Af appeared engaged on the most proximal end of the posterior medial paddle. Pascal ace device was no longer attached to the anterior mitral leaflet and was observed in the leaflet atrial space at the end of the procedural tee. Final residual mr appeared semi-quantitatively severe. A DHR review was completed for this work order and one non-conformance was found but appeared to be unrelated to this complaint. No other non-conformances were identified from this lot. The device passed all manufacturing, inspection, and sterilization requirements. Although the failure mode could not be recreated during functional testing, there were multiple factors that may have contributed to the complaint. A certain level of torque buildup in the ic and/or leaflets were potentially present prior to implant release in order to align the afs with the clasps. This could be due to an inadvertent ic handle rotation during paddle knob rotation, suture release cover removal, or implant release knob rotation. The implant and afs also needed to be in very close proximity post-release, which could be due to the large p2 prolapse creating a highly mobile implant moving in the anterior-posterior direction or an inadvertent over-advancement of the ic during tension release. Lastly, the retention elements were potentially more exposed due to the thick leaflets or potential excess leaflets at the apex of the implant, which created more space between the clasps and the inner paddles. It is also unknown how anatomical considerations and cardiac motion may have contributed to the failure mode. There is no evidence to suggest a device non-conformance.

Event description:
Edwards received notification of a pascal in mitral position where the implant catheter fingers were caught on the implant and could not be freed after release. Trouble shooting was attempted and the implanter attempted to yank and torque the delivery system with significant force. The anterior mitral leaflet tore, and the delivery system still did not detach from the leaflet. The patient was converted to surgery to retrieve the implant and replace the valve. Additional procedural notes stated that this patient had a large p2 prolapse, and the 1st ace was positioned and closed without any issue. Mr was reduced 1-2 grades and the second ace implant was being prepared for use. It was confirmed on fluoro and echo, there was no significant tension on the system, and everyone in the room agreed it was appropriate to release the implant. The sutures released without issue. The actuation wire was unthreaded from the distal nut and retracted through the eyelets without issue. While the implant catheter was being retracted into the steerable catheter, it was noticed that the steerable was bowing down and the implant was moving atrial, indicating it was stuck on the implant. Fluoro indicated that one of the fingers were caught on the side of the implant. Troubleshooting was attempted with small advancing and retracting of the implant catheter and the steerable catheter. Attempts were made for small clocking and counter clocking of the implant catheter, as well as clocking and counterclocking the fin of the steerable catheter. All maneuvers were unsuccessful in releasing the fingers from the side of the implant. A different implanter scrubbed in and tracked the guide sheath over the implant system towards the implant. He then retracted and torqued the system with fast and significant force resulting in a torn anterior mitral leaflet. The delivery system was still attached to the implant and the patient was converted to open heart surgery for mitral valve replacement. The patient tolerated all maneuvers well. Patient is stable and doing well now. No additional patient consequences were reported.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. A voluntary medwatch was also submitted by the user facility which is linked to this manufacturer's medwatch. The user facility report number is: (B)(4).